Manufacturer narrative:
Trackwise ID (B)(6). Updated sections: g4, g7, h2, h6, h10. Corrected sections: h6- device code corrected to particulates.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector, they claimed that a piece of plastic shaving was discovered during evh harvest and they had to retrieve it, by making another incision. T he hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector, they claimed that a piece of plastic shaving was discovered during evh harvest and they had to retrieve it, by making another incision.the hospital did not report any patient effects.